Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The ultrasound module was replaced. The system was then tested and met all product specifications. The ultrasound module was received and a visual assessment of the returned ultrasound module found both of the printed circuit board brackets were damaged. The damaged brackets are unrelated to the reported event. The returned ultrasound module was installed into a calibrated vision system hotbed. The system was able to boot-up without issues. The ultrasound output was tested and found to be within specification. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear or reliability issues within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported no phaco power. Additional information has been requested.